Manufacturer narrative:
The reporter's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Level 2 control testing results (qc range: 2.7 - 3.3 inr): qc 1: 3.0 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. Lin 3 control testing results (qc range: 4.1 - 6.8 inr): qc 1: 5.2 inr, qc 2: 5.2 inr, qc 3: 5.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
This event occurred in (B)(6). The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek inrange meter serial number (B)(4) compared to the same meter. The first result was 1.7 inr. The customer received a low battery message and changed the batteries in the meter. The customer retested using a different finger and obtained a result of 2.3 inr. The results were taken 5 minutes apart. The customer¿s therapeutic range is 2.5-3.5 inr.